Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported phone call that the customer was hospitalized due to unknown reason on unknown date. Customer also stated that insulin pump dosing insulin inaccurately also pump's keypad was no longer working. The device will be returned for analysis.